Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal readings. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the original call. The patient stated that the alleged inaccuracy began on "(B)(6) 2016, 2pm" when she reported that she obtained a blood glucose result of "300-400mg/dl" on the subject meter compared to feelings /normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. On an unspecified time prior to the alleged product issue the patient detailed that she had developed the symptoms of "shaky and nauseous." The patient denies that she takes any medications to manage her diabetes and stated that on "(B)(6) 2016, 3pm" she was treated by a healthcare professional (hcp) from emergency medical service (ems) with IV fluids. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.